Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that the patient was operated for diverticulitis. During the ostomy takedown procedure, a significant leak was noted after the use of the circular stapler. When asked about technique for the distal and proximal transections, the surgeon stated that he uses a contour for the distal transection and a gia stapler of the proximal transection. He uses a 2-0 prolene suture to secure anvil and always ensures fresh tissue for the anastomosis. After firing, either anterior, posterior, or to the side, he was not seeing staples; only seeing mucosa. Going proximally, he could see the ¿mucosa puckering¿ and could not see staples. When withdrawing the stapler, he could see the stapler through the anastomosis. When asked for more specifics on the firing, the surgeon stated that the device was not difficult to fire and he does not check the washer. They hear a crunch and then maintain pressure for ten seconds. The surgeon stated that he does not know if there was a tissue issue that contributed. The patient was successfully connected after the failure.